Event description:
It was reported that a picture on a poster appeared to show an abdominal implant of an activa pc device protruding through the skin. It was not possible to follow-up with the contact information provided, and no additional information was obtained

Manufacturer narrative:
(B)(4)